Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that a cs40g device was returned inside its package unopened; upon visual inspection, several black droplets were noted to be inside the packaging. No conclusion could be reached on how the black droplets were attached to the blister. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5d02r. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that pre-op to an unknown procedure something was spilled on device that bled through and rendered it unsterile. Device was never opened. No patient consequences.